Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including stress testing, with a known good test setup., without duplicating the report. The device passed certification testing and was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information submitted in the previous medwatch report. Adding justification per your request for the reason why d4 primary UDI was no_UDI. The device reported was manufactured and distributed for domestic sales before the enforcement date of UDI-di. This is applicable only if the device is not labeled.

Event description:
Complainant alleged that while attempting to ventilate a 93-year-old male patient, the device displayed "compressor fault - 2001" and "compressor fault -3001" error. Messages. Complainant indicated that the clinician cleared the alarm and continued using the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.